Event description:
It was reported that a filter was placed infrarenal in a 20mm ivc. The doctor was happy with filter position at deployment and there were no signs of perforation at the time. The patient had an operation that afternoon to remove a large ovarian cyst. There were no signs of bleeding from the ivc during the operation. The patient then recovered, but later that evening was taken back to theatre due to internal bleeding. It was found that 2 struts of the filter were perforating the anterolateral wall of the lower ivc from which there was bleeding which required a blood transfusion. The vascular surgeon sutured the perforated area to stem the bleeding. The filter remains in the patient and she is recovering well.

Manufacturer narrative:
This report is being submitted as this product is the same or similar to a product sold in the us, catalog number rf320j. The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.